Manufacturer narrative:
Patient and device codes are unable to be selected at this time. Esubmitter support has been notified. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find three similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the device was shuttling: due to shuttling, the anchor was not deployed correctly, so the angio-seal device was not used. Manual compression was applied instead to achieve hemostasis. The hemostasis was successfully achieved by the manual compression. The physician had completed the training process on the device prior to this case. The puncture site was the right common femoral artery. The size of the sheath ancillary used was 7 fr. It was reported that there was no health damage to the patient. It was reported that the blood loss less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the codes and completed investigation. The codes were unable to be selected when the initial report was submitted, the codes are now available and have been selected. To date, the actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.